Manufacturer narrative:
(B)(4).

Event description:
It was reported that the left ventricular lead had become dislodged. No patient symptoms were reported. The lead was successfully explanted and replaced.